Event description:
It was reported that the patient underwent surgical intervention wherein the lead was replaced. Further information is currently unknown.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model:mn10450-50a , UDI: (B)(4), serial:: (B)(4), batch:: 7424461; common device name: lead, model:mn10450-50a , UDI: (B)(4), serial:: (B)(4), batch:: 7424461; common device name: lead, model:mn10450-50a , UDI: (B)(4), serial:: (B)(4), batch:: 7424461.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced due to ineffective therapy. Effective therapy was restored.